Event description:
Consumer states while they were getting a photo facial, their eyes were burned, even though metal eye protectors were used. Medial aspect of eyelid was blackened. Bacitracin was applied to burn and also gentimycin eye drops were applied tid. States 300 joules were used.